Event description:
It was reported that the remote home monitoring system issued an alert for the subcutaneous implantable cardioverter defibrillator (s-ICD) being at end of life (eol) status. Boston scientific technical services (ts) was consulted and discussed that since there was no information regarding the previous battery life at the last visit, there was a possibility that this s-ICD could be exhibiting premature battery depletion (pbd). Ts recommended replacement of the s-ICD. At this time evidence suggests the device remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population. Additional information was received that the s-ICD battery life decreased from 55 percent to 16 percent in four months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the remote home monitoring system issued an alert for the subcutaneous implantable cardioverter defibrillator (s-ICD) being at end of life (eol) status. Boston scientific technical services (ts) was consulted and discussed that since there was no information regarding the previous battery life at the last visit, there was a possibility that this s-ICD could be exhibiting premature battery depletion (pbd). Ts recommended replacement of the s-ICD. At this time evidence suggests the device remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Event description:
It was reported that the remote home monitoring system issued an alert for the subcutaneous implantable cardioverter defibrillator (s-ICD) being at end of life (eol) status. Boston scientific technical services (ts) was consulted and discussed that since there was no information regarding the previous battery life at the last visit, there was a possibility that this s-ICD could be exhibiting premature battery depletion (pbd). Ts recommended replacement of the s-ICD. At this time evidence suggests the device remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population. Additional information was received that the s-ICD battery life decreased from 55 percent to 16 percent in four months time.device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the remote home monitoring system issued an alert for the subcutaneous implantable cardioverter defibrillator (s-ICD) being at end of life (eol) status. Boston scientific technical services (ts) was consulted and discussed that since there was no information regarding the previous battery life at the last visit, there was a possibility that this s-ICD could be exhibiting premature battery depletion (pbd). Ts recommended replacement of the s-ICD. At this time evidence suggests the device remains in service and no adverse patient effects were reported. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population. Additional information was received that the s-ICD battery life decreased from 55 percent to 16 percent in four months time.device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains implanted and no adverse patient effects were reported.